Event description:
New information on (B)(6) 2018 stated that the lead also exhibited low impedance. The patient was in stable condition post operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with shortness of breath. Upon interrogation, the right atrial lead exhibited noise via merlin.net transmission. No further information was available.

Event description:
New information on (B)(4) 2018 stated during lead revision, the lead exhibited insulation anomaly. The lead was capped and replaced. No further information was available.